Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2018-3030, reference MFR. Report# 1627487-2018-3032, reference MFR. Report# 1627487-2018-3033. It was reported the patient had an infection at the lead incision site. As such, the patient underwent surgical intervention wherein the scs system was explanted on (B)(6) 2018. It was noted the patient's infection began and was diagnosed on (B)(6) 2018. A culture was obtained and found to be (B)(6) infection. The patient was hospitalized for the infection from (B)(6) 2018 to (B)(6) 2018 and moved to a rehab center on (B)(6) 2018. The patient was given IV antibiotics and the infection has resolved.